Event description:
It was reported that in radiology during insertion, the peel away sheath snapped off making it difficult to remove the rest of the sheath and in turn making it unable to flush bodily fluids form the pt. The clinicians carefully picked at the broken pieces of the sheath so as not to damage the PICC body. The device was removed but not replaced. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.